Manufacturer narrative:
Qn# (B)(4). The customer returned one sample from unit 5-10314 et tube, hvt, 7.0 for investigation. The et tube was not returned, but the packaging was returned with a piece of material taped to it. The material was visually examined with and without magnification. Visual examination revealed that the material was the piece of tubing that was cut off to make the murphy eye on the distal end of the tube. This was the reported foreign material that was found inside of the et tube. A non-conformance has been opened at the manufacturing site to further investigate this issue.

Event description:
It was reported "[a] piece of plastic [was] found inside endotracheal tube". No patient involvement reported.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. From the pictures attached it was confirmed the defect reported by the customer "foreign material - other". However, it is necessary to receive the physical sample to perform a proper investigation, determine root cause & implement corrective actions. 5-10314 et tube, hvt, 7.0 is not being manufactured currently, however, another part number from the same family (p/n 5-10315 l/n 73l2100123) was used for the "verification of failure mode reported in the current manufacturing process" and was conducted as follows: (B)(4) samples were taken from the current production; the samples were visually inspected, and issue reported "foreign material - other" was not observed in the current manufacturing process. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
It was reported "[a] piece of plastic [was] found inside endotracheal tube". No patient involvement reported.